Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer advised they received the button error alar, replaced the battery and they received a blank display. Customer was advised to remove the battery and to press and hold the back button until the screen turn off. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected stuck button alarms, blank display, display type anomalies or audio/beep anomalies were noted during testing. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests. The pump was received with no button response on the back and left arrow buttons due to severe corrosion on the keypad traces. The pump was received with an air leak during the leak test at the left bottom edge of the keypad overlay due to a peeling keypad overlay. The pump had a scratched casing, minor scratches on the lcd window, a missing display window cover, a pillowing keypad overlay, a faded serial number label and a peeling end cap address label.